Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient had issues with their implantable neurostimulator (ins) holding a charge, not delivering the required therapeutic effect, out of range impedances, and some shocking occurring. The hcp was not aware of any environmental, external, or patient factors that contributed to the event. Impedances were measured by the hcp and found to be out of range. Low impedances were measured on electrodes 0 and 1 on the left side and 8, 9, and 11 on the right side. The ins was implanted for pain control. It was not possible to do any interventions. The issue was not resolved. No further patient complications were reported.

Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID 3708660 lot# serial# (B)(4) implanted: explanted: product type extension product ID 3708660 lot# serial# (B)(4) implanted: explanted: product type extension product ID 3387-28 lot# 0207708402 serial# implanted: explanted: product type lead product ID 3387-28 lot# 0207380121 serial# implanted: explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported the patient's extensions had not been changed since the patient was originally implanted.

Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2013: product type extension product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2013: product type extension product ID (B)(4) lot# 0207708402 implanted: (B)(4) 2013: product type lead product ID (B)(4) lot# 0207380121 implanted:(B)(4) 2013: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported that nothing had been decided yet. The hcp, patient and patient's family were going to discuss how to proceed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported the problem had been occurring for some time. The cause of the implantable neurostimulator (ins) not holding a charge was unclear, but could be a short within the system. The patient had not experienced any falls or trauma. No interventions had been taken or planned yet. The implanting hospital had to be contacted prior to arranging any interventions. The patient was not receiving effective therapy and the issue was not resolved.